Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow through an interlink buretrol solution set. The device was being used with an unspecified infusion pump. The reporter stated that at the end of the infusion, the ¿filling chamber¿ collapsed and the blood backed into the line near the IV insertion site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.